Event description:
A report was received that the patient underwent a revision due to charging difficulties per ipg location. The physician relocated the ipg for better charging access for the patient. The patient is reportedly doing well following the procedure.